Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2013. Upon follow up, computed tomography angiogram (cta) showed a type 3b endoleak. The patient was asymptomatic when the endoleak was discovered. The physician elected to implant an additional bifurcated stent and an additional infrarenal aortic extension to seal the leak. The patient is in stable condition.